Event description:
It was reported that during implant preparation for knee arthroplasty, packaging deformations, including blisters, capsules, tyvek, and plastic, raised concerns about sterility. While some outer layers were visibly breached, others had no visible damage, but sterility could not be confirmed. A replacement implant was used, and the original product and packaging will be returned for evaluation.

Manufacturer narrative:
(B)(4). G2: foreign: singapore. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The event is confirmed. Visual evaluation of the provided photos and returned product identified damage to the sterile packaging that is visually consistent with thermal damage. The blisters and retainer lid are deformed. Sterility is considered not breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported event can be attributed to a transit damage if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.